Event description:
The customer reported via phone call that they were unable to rewind the insulin pump. Customer stated the piston did not go to the back of the insulin pump during a prime. The customer was disconnected from the call before further information was collected. The customer's blood glucose was 136 mg/dl. The customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report.